Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, kidney disease/toxicity, reduced cardiopulmonary reserve, cancer, mask on lungs, note of lungs. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box e: reporting address city was corrected. Box h: patient outcome code grid was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, kidney disease/toxicity, reduced cardiopulmonary reserve, cancer mask on lungs, note of lungs. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.